Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
The customer reported: "plate fracture 5 months after implantation. Clinical consequences and current condition of the patient or person involved: reoperation of the femoral synthesis. Actions taken for the patient with regard to the device: patient notified and reoperated on actions taken in the establishment: dmi retained by the surgeon".

Manufacturer narrative:
Please note correction to d9 (product available to stryker). A device inspection was not possible since the affected device was not returned. A picture of the removed implant was provided, revealing a breakage at a hole level and confirming the event. However, without a proper device inspection, detailed images, or additional medical documentation, it is not possible to determine the root cause based solely on this picture. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The customer reported: "plate fracture 5 months after implantation. Clinical consequences and current condition of the patient or person involved: reoperation of the femoral synthesis. Actions taken for the patient with regard to the device: patient notified and reoperated on. Actions taken in the establishment: dmi retained by the surgeon".